Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. It was reported by the customer through the emergency support program that during use the cs300 intraaortic balloon pump iabp displayed a leak in iab circuit alarm. Patient involvement was reported however no injury or harm occurred. The customer stated that upon occurrence of the alarm no obvious signs of a leak were observed. The helium tubing was disconnected and reconnected after which the alarm resolved. The customer contacted esp for guidance on appropriate actions should the alarm reoccur. The help screen and iab fill function were not utilized at the time of the event. Esp personnel guided the customer through troubleshooting steps including verification that there was no blood present in the helium tubing that all connections were secure and properly configured and that there were no visible kinks in the line. Esp personnel also explained the nature of the alarm. Based on the information provided by the customer regarding the patients hemodynamic status and clinical condition no definitive cause for the alarm could be identified at that time and it was considered likely triggered by an unknown or transient condition.

Manufacturer narrative:
Other contact person: hung. A supplemental report will be submitted upon completion of our investigation.

Event description:
Bella, a micu rn, called into emergency support program line to request assistance on (B)(6) 2025 with cs300 intra-aortic balloon pump(iabp) during use the alarm had gone off, she didn¿t see any obvious signs of a leak, unplugged the helium tubing and plugged it back in and the alarm resolved. She inquired about action need to take if it went off again. She did not utilize the help screen or the iab fill key. Esp personnel had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp explained the nature of the alarm and based on the information she gave regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by an unknown reason. There was no patient harm or injury reported.